Manufacturer narrative:
Continuation of d10: 6935m55 lead implanted on (B)(6) 2017. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing, noted on stored electrograms (egm). Additionally, there was a possible loss of capture noted on some left ventricular (lv) lead episodes. The lv lead remains in use. It was further reported that the ra lead was capped and replaced and that the cardiac resynchronization therapy defibrillator (crt-d) had reached elective replacement indicator (eri). The crt-d was explanted and replaced. The patient is a participant in the post approval clinical surveillance (pacs) surveillance registry clinical study. No further patient complications have been reported as a result of this event.